Event description:
The customer reported the system displayed a cmos error, and they could not get the system to boot up.

Manufacturer narrative:
The ge service rep installed sbc kit and hard drive. The operational check was okay.